Manufacturer narrative:
(B)(4). A functional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history review could not be conducted since the lot number was not provided. No corrective actions can be implemented due the lack of product sample and no batch number to perform a proper investigation to determine the root cause. The customer complaint cannot be confirmed. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the bullet was cut off the suture by the capio needle driver. There was no patient injury reported.